Event description:
It was reported that the patient had frequent ipg charging and had difficulty communicating the remote control with the ipg. It was also reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.